Event description:
The customer reported the display board of the high flow insufflation unit was damaged. The issue was found when preparing the device for use in a therapeutic laparoscopic procedure. The procedure was completed with the device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to failure of display board. Olympus will continue to monitor field performance for this device.